Event description:
Pt with a history of tof, s/p aflutter ablation, dual aicd placement (sjm) for vt and snd as well as recent tpvr (29 mm sapien valve in distal mpa). His device has had a nonfunctioning atrial lead and he states his generator is now recalled for premature battery depletion. Rv riata lead that is alert status as well.